Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on 12/22/2011. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Doctor reported right side capsular contracture. Additional event reported by the physician is a reoperation-surgery due to capsular contracture, grade IV; the device remains implanted. Healthcare professional later reported "exchange from textured to smooth implants due to the patients concerns with the product." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. Additional observations: deformation observed on the device. Observed 40 mm dark patch edge material inside gel device.

Event description:
Doctor reported right side capsular contracture. Additional event reported by the physician is a reoperation-surgery due to capsular contracture, grade IV; the device remains implanted. Healthcare professional later reported "exchange from textured to smooth implants due to the patients concerns with the product." Device has been explanted.